Event description:
It was reported that this pacemaker was part of a system revision due to infection. Reportedly, the patient felt pain at the pocket site. The patient was treated with antibiotics. There were no additional adverse patient effects reported. This pacemaker was explanted.